Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving. The indication for use was cancer related pain. It was reported that the patient had an infection, purulent material was found present around the device. During the explant the wound was washed out and both the pump and proximal portion of the catheter were removed. The patient was noted to be in good condition. No further complications have been reported as a result of this event.